Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report of "broken handle". The proximal portion of the stationary handle has broken off of the device with the small distal threaded portion of the stationary handle remaining screwed into the proximal bar. The device was returned with the latch in the lowered position. The central bar is able to rotate counterclockwise and is unable to rotate clockwise as designed. The spring wire holding down the latch appears intact. No portion of the device appears to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A supplier meeting was held 27oct2022. Slight bending was noted in the distal bar during their visual inspection and the broken portion at the distal end of the handle was broken at an angle, both of these are indicative of deformation due to force being applied to the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report of "broken handle". A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The instructions for use states that the device is reusable as long as integrity of the device is intact. "During cleaning, inspect integrity and function of device to determine advisability of reuse. If kinks, bends or breaks exist, do not use." The instructions for use also states: "reusability of device depends in a large part on care of device by user. Factors involved in prolonging life of this device include, but are not limited to: thorough cleaning following instructions included in this booklet." Prior to distribution, all soehendra lithotriptor handles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an ercp in the duodenum and ductus choledochus, the physician used a cook soehendra lithotriptor handle. It was reported that the handle of the handle [device] broke off during the lithotripsy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states that the device is reusable as long as integrity of the device is intact. "During cleaning, inspect integrity and function of device to determine advisability of reuse. If kinks, bends or breaks exist, do not use." The instructions for use also states: "reusability of device depends in a large part on care of device by user. Factors involved in prolonging life of this device include, but are not limited to: thorough cleaning following instructions included in this booklet." Prior to distribution, all soehendra lithotriptor handles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.